Event description:
Patient has had ipg adjusted to compensate for high impedance; no further action to be taken. (B)(6) called to report that patient has high impedance with electrode 3. It is over 20,000. The patient is doing well on 2-c stimulation. The patient will be monitored and no further action is planned unless symptoms return.